Event description:
New information received notes that the patient presented remotely via merlin.net and the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changes were discussed but not performed and the patient will be monitored. The patient had no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change. During the procedure, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing (pptwos). Programming changes were made and the issues was resolved. The procedure was completed without issue and the patient was discharged. The patient was stable post-procedure.